Event description:
A report was received that the patient was unable to recharge the device. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to recharge the device. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information indicates that the patient's difficulty charging was due to a fall. During the fall, one lead was damaged and was pulled out of the header. The physician replaced patient's ipg and leads during the revision. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.